Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 transforam inal lumbar interbody fusion (tlif). It was reported that while preparing the l4/5 disc space for insertion of the catalyft tlif implant, it was determined that the disc space was collapsed and extraordinarily hard bone was present. One size 7mm long pl implant was selected by trialing and inserter into the disc space. When attempting to expand the implant, great force was encountered and much resistance to the expansion was felt by the surgeon, resulting in the tip of the expansion driver breaking off in the implant. The surgeon determined that enough expansion had been achieved and the broken driver tip was removed from the implant and patient. The patient was not harmed and and no delay to the case caused by the issue. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the shaver has significant scoring on the shaft where the instrument connects to the navlock tracker. The scoring prevented the two instruments from connecting together. The procedure was completed successfully by using another shaver.